Event description:
It was reported that this right atrial (ra) lead was difficult to extract as the lead disintegrated. Several segments were removed from the heart, lungs and groin area via snare techniques. It was noted that the pieces were easy to break with little force. The lead was successfully replaced. The lead was disposed of and is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was difficult to extract as the lead disintegrated. Several segments were removed from the heart, lungs and groin area via snare techniques. It was noted that the pieces were easy to break with little force. The lead was successfully replaced. The lead was disposed of and is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. Correction to field h1: type of reportable event.